Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's blood glucose value was 326 mg/dl at the time of the call. Customer reported that the infusion sets were not working and she was getting any insulin. The customer reported that the high glucose levels began on (B)(6) 2017. The customer declined to troubleshoot for high blood glucose. The insulin pump was not returned for analysis.